Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 6 years, 8 months due to prosthetic aortic valve restenosis with calcification. Based on the op report, the patient was found to have subtotal occlusion of a nondominant right coronary artery and a dilated ascending aorta with the sinuses measuring approx. 4.5 cm and the midascending aorta measuring about 4.5 cm by tee. Because of this it, it was decided the patient should undergo redo-aortic valve replacement and ascending aorta replacement. Upon removal of the old valve, it was noted to be calcified. The device was replaced with a new edwards bioprosthetic valve. At the end of the procedure, the patient had excellent hemostasis. The patient was reported to have tolerated the procedure well.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause cannot be conclusively determined, it appears that the stenosis was likely caused the calcified valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.